Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy procedure (with polypectomy) performed on (B)(6) 2011. According to the complainant, the indication for the procedure was a large pedunculated polyp in the patient's sigmoid colon. The snare was advanced through the scope and looped around the polyp, and blanching and successful cautery were observed upon the application of energy. Halfway through the target polyp, however, cautery failed. The generator and cords were changed with the same result. When the physician attempted to extend the snare it would not open as it was stuck around the polyp, and efforts to disengage the snare from the polyp were unsuccessful for the next 30 minutes. The snare was then cut with pliers near the biopsy cap and the scope was removed. The scope was then re-inserted, whereupon the polyp was resected with a second sensation standard oval snare in a piecemeal fashion. Once the original snare was exposed, it was disengaged and retrieved successfully. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: patient weight reported to be (B)(6). Additional information: attempts to dislodge the snare resulted in minor bleeding; intervention was not required to resolve it. The snare had not been used to remove any other polyps before the issues were encountered. Visual evaluation of the returned device found that the sheath and wire had been cut in the proximal section, and several kinks were identified along the wire and in the loop. The condition of the returned device rendered mechanical and electrical testing impossible. As electrical testing could not be performed, the complaint of "no current" could not be confirmed. A definitive root cause for this event could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy procedure (with polypectomy) performed on (B)(6), 2011. According to the complainant, the indication for the procedure was a large pedunculated polyp in the patient's sigmoid colon. The snare was advanced through the scope and looped around the polyp, and blanching and successful cautery were observed upon the application of energy. Halfway through the target polyp, however, cautery failed. The generator and cords were changed with the same result. When the physician attempted to extend the snare it would not open as it was stuck around the polyp, and efforts to disengage the snare from the polyp were unsuccessful for the next 30 minutes. The snare was then cut with pliers near the biopsy cap and the scope was removed. The scope was then re-inserted, whereupon the polyp was resected with a second sensation standard oval snare in a piecemeal fashion. Once the original snare was exposed, it was to disengaged and retrieved successfully. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.